Event description:
On 2/1/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event and was admitted to the hospital. The user initially reported his bg was 63 mg/dl but the hospital stated his bg was 37 mg/dl. The event occurred on 1/27/24. On 2/2/24 a customer care agent followed up with the user. The user reported on 1/27/24 he lost consciousness and emts were called. At the hospital the user was treated with an "IV glucagon drip". The user was discharged on 1/30/24 and reconnected to the ilet. The user reported he is doing well.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. Audio setting was found to be logged at "high" and all cgm alerts were logged as "true" (on). Data for the described event on 2024-01-27 was reviewed. Review of the ilet report shows cgm glucose was in range for much of the afternoon following a "usual" lunch dose. The ilet delivered basal insulin until 6:06pm, at which point insulin dosing was stopped as cgm glucose began to trend down. At 6:19pm, cgm glucose was 92 mg/dl and a "less than usual" dinner meal announcement was logged. Cgm glucose levels continue to decrease, going below range at 6:46pm. No insulin was delivered aside from the meal announcement until the cgm glucose rose to 135 mg/dl. All low glucose alerts were triggered but no alerts were marked as acknowledged. Review of the ilet report shows larger insulin doses were delivered for "usual" dinner meal announcements that did not result in hypoglycemia over the several days prior to the event date. Based on the engineering logs, the ilet is not malfunctioning. The device was not seen making requests for insulin during low and urgent low alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, there is no clear assignable cause for the hypoglycemic event, other than the user possibly over-estimated the carbohydrate content of their dinner.